Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the hyperglycemia. Customer¿s blood glucose level was 400 mg/dl at the time of the incident and the current blood glucose level was 400 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose and the high blood glucose. The customer had using the insulin pump system within 48 hours of the reported high blood glucose. Based on customer report customer does not allege pump was under delivering. The troubleshooting was performed for the high blood glucose under delivery. The customer was treated with insulin pump. The insulin pump will not be returned for analysis.